Event description:
Boston scientific crm received information that this lead was explanted. It was reported that this lead had dislodged, which was confirmed by a chest x-ray. While attempting to re-position the lead, the helix could not be retracted despite more than 30 turns.